Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude ((B)(4)) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that since essure was done she has had problems with anxiety, depression, migraines 3 or more times a week, pain in her side, and itching of the skin. In 2014 she had to have a tubulization because one tube was still open. On (B)(6) 2015 she had her tubes and essure removed. During pre-operative appointment, the consumer found out that one the paper on her hbg (hemoglobin) test stated that the right micro insert was normal but the left micro insert was medial to the feet of the tube and outside of endometrial cavity with the distal portion partially overlying the left uterine cornu. Her x-ray showed that one of them was not even in her tube, it was in her uterine wall and the other was poling through. Since her surgery, she felt 100% better and also has not had a migraine since then. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a lack of efficacy as it was reported that one tube is still open. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. A lack of efficacy may occur under the use of any medicinal product and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since insertion she has had problems (non-serious events added). She had her tubes and essure removed about 1 year and 3 months after essure insertion. During pre-operative appointment, it was observed that the right micro insert was normal but left was medial to feet of tube and outside of endometrial cavity with distal portion partially overlying the left uterine cornu (poling through the uterine wall) and the other it was in her uterine wall. This event, interpreted as device embedded, is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism the reported event were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to the required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02 oct 2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-ups will be pursued.